Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic on 20 may 2020 with their right ventricular lead over-sensing noise. One episode of stored noise on (B)(6) 2020 resulted in ventricular fibrillation binning and anti-tachycardia pacing therapy. On (B)(6) 2020, high voltage therapy was turned off. Patient was scheduled for lead change during a normal generator change on (B)(6) 2020. Physician could not gain access to the device as the vein was occluded. Another explant procedure has not been planned yet. Patient was stable after the procedure.

Event description:
New information received notes that patient had their right ventricular lead explanted and replaced on (B)(6) 2020 during a normal generator replacement. Patient was stable post-procedure.